Manufacturer narrative:
An event regarding the fracture of a v40 trial head was reported. The event was confirmed. Material analysis was performed on the reported device, which concluded that no material or manufacturing defects were observed. No medical records were requested or received due to the nature of this event. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint databases show there have been no other events for the reported lot ID the investigation concluded that the reported fracture was caused by multiple overload conditions. No manufacturing defects were observed.

Event description:
It was reported that during a bha, when the surgeon was checking the neck length on a final trial, the trial head broke.

Event description:
It was reported that during a bha, when the surgeon was checking the neck length on a final trial, the trial head broke.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.